Event description:
It was reported that the device was not recognizing the ac main's input. The ac main's led was not illuminated. The reported problem is indicative of a failure of the device to operate on ac power. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The root cause was determined to be due to a failure of the power supply assembly. After replacing the power supply assembly, proper device operation was confirmed and the device was returned to the customer. The removed assembly was not returned to physio-control for eval. The component root cause was not determined.